Event description:
It was reported that the left ventricular (lv) lead had dislodged due to possible twiddler's syndrome. An x-ray showed the lv lead was found to be retracted in the device pocket in the left pectoral region. The lv lead was extracted and a new lv lead was implanted. There were no adverse health consequences, the patient was stable.